Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 implantable pacing lead (B)(6) 2008; d284drg implantable defibrillator (B)(6) 2008. (B)(4).

Event description:
It was reported that the lead integrity alert had triggered due to right ventricular (rv) lead oversensing with 6247 short interval counts (sic) and a high impedance of 1425 ohms. A possible fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. It was also noted that a partial stylet was stuck in the distal conductor of proximal segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.